Manufacturer narrative:
Product analysis: manufacturer¿s analysis could not reproduce the programmer error reported, however, an error was found in the programmer log file. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed and error and froze twice. The programmer was returned for service. No patient complications have been reported as a result of this event.